Event description:
Related manufacturer reference number: 2017865-2025-27796. It was reported that the patient presented for a procedure. It was noted that the patient experienced discomfort due to phrenic nerve stimulation (pns) which was caused by the right ventricular lead and right atrial lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a partial lead (only distal portion) was returned in one piece. X-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors consistent with procedural damage to the inner insulation. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found through visual inspection an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.